Event description:
The patient was undergoing a coil embolization in the intercostal artery using a pod packing coil (packing coil) and a non-penumbra microcatheter. During the procedure, the physician placed multiple coils (unknown) in the target location. While advancing and positioning a packing coil into the target location using the microcatheter, the physician noticed the packing coil had unintentionally detached. It was reported that the detached packing coil was partially inside the microcatheter and partially in the aorta. The physician used a snare device to remove the detached packing coil. The physician was advancing a new packing coil into the vessel, but the same issue occurred, and a snare device was used to remove the detached packing coil. The procedure was completed using new packing coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned pod packing coil (packing coil) could not confirm the reported unintentional detachment issue. Evaluation revealed that the pet lock was intact, and the embolization coil was intact with the pusher assembly. Therefore, the root cause of the reported complaint cannot be determined. Further evaluation revealed offset coils on the embolization coil. This damage was incidental to the reported complaint and may have occurred during packaging for return. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Note: based on the investigation findings, this is not considered a reportable event. This event did not and, if it were to recur, it would not cause or contribute to serious deterioration or death.